Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received per social media that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure.